Manufacturer narrative:
This was initially reported on the summary report dated (B)(6) 2014 under exemption (B)(4). Lawyer filed report.

Event description:
It was reported by the plaintiff's atty that the plaintiff allegedly experienced pain, infection, incontinence, emotional distress and a product problem. Furthermore, it was reported that the plaintiff died. No cause of death was reported.